Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens would not unfold. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. The iol was damaged and this damage was not mentioned by the customer. Iol returned positioned incorrectly in the iol case. The iol is caught in the lens case locking mechanism resulting in optic damage. Solution is dried on both surfaces of the optic and haptics. The optic is bent/deformed due to condition of returned sample. Iol unfold time is within specification (see attachment). No root cause identified as the reported complaint "remained unfolded" was not observed. The returned iol shows evidence of possible handling by the customer due to the presence of solution and how it was returned positioned incorrectly in the iol case. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).